Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the left hand side was working intermittently. The repair technician reported worn out parts as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. This item passed synthes final inspection and will be returned to the customer upon completion of packaging. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery the foot pedal for the console piezoelectric system left hand side was working intermittently with the hand pieces. Reportedly there has been no negative impact to any surgeries during use and other consoles and hand pieces were able to be used to complete surgeries with no issues. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review: lot #701034.014 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.